Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer received insulin flow block alarm and crack on the pump. No harm requiring medical intervention was reported. Troubleshooting was performed on the crack. Product will be returned for analysis. The customer will discontinue to use of the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black case type = ngp on (B)(6) 2022, the customer alleged no delivery/insulin flow blocked alarm and cosmetic damage on the battery compartment. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked select button keypad overlay, serial number label stained, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on (B)(6) 2022 from 05:41:10 until 16:23:56 during bolus deliveries. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Device was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.1 mv). In summary, device passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. The force sensor is within specification. Cosmetic damage was confirmed at medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for the analysis.